Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw liner was melted and part of the liner was detached and not returned. The jaw liner damage was caused by the device's jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. It was reported that the device was difficult/intermittent activation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of jaw liner damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: users not to activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the dissector only worked in minimum power. It worked perfectly for a while then it became slower in both modes. The surgeon had to activate the instrument in the same place for a very long time in order to coagulate and cut the tissue. The surgeon take a closer look at the branches and noticed unusual attachments to the passive branch. He stopped working with this instrument and took a new one. Nothing fell on patient's cavity and no additional interventions performed due to the issue. There was no patient injury.  Medtronic's initial evaluation of the incident device found that the jaw liner was melted and part of the liner was detached and not returned.